Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during laparoscopic cholecystectomy, the coagulator hook broke and fell into the abdominal cavity. The fragment was spotted by endoscopy and removed in its entirety from the abdominal cavity". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: analysis of the complaints regarding items 37370dl (batch zm01) and 30804 (batch nl02) reveals the following key points: item 37370dl (zm01): the breakage of the hook is most likely due to incorrect or insufficient reprocessing. Visible corrosion and contamination at the break point indicate that the IFU specifications and reprocessing instructions were not followed. This presumably led to the formation of microcracks, which weakened the material structure and ultimately contributed to the breakage. - item 30804 (nl02): only signs of wear were found; the item is still functional. The customer's description matches the previously examined item 37370dl, so no further investigation is necessary. The event is filed under internal karl storz complaint ID: (B)(4).